Event description:
Light source powered off suddenly about 20 minutes into rotator cuff repair surgery. Fuse had blown out. There was no back up and the incision was made and the case was cancelled. After fuse and appliance inlet were replaced at MFR, the light source functioned without issue. It was used 257 hours. The procedure was rescheduled on march 24 and completed without problems. Unit is not being returned.

Manufacturer narrative:
Unit was repaired at MFR.